Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove the residual air from the cartridge. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 40 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 168 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.